Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that approximately two weeks post implant the patient "felt faint" and "tingly" down their left arm. It was reported the patient had "issues" with their blood pressure and that their heart rate was lower than programmed. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.